Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer received 10 of the intermittent catheter and noted that some of the catheter had black residue on the tips and some did not.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. 10 unopened tiemann coude catheters were returned. The coude tip of all catheters were within specifications which states, "accept any curve unless catheter is completely straight.". All coude tips aligned with the indicator notch (with the exception of catheter 3 which was observed to be twisted) and the catheter shafts were noted to be smooth. All but two catheters were noted to have scorching marks from the hand burning process within eyelet. The funnel on catheter 3 did not appear to have been cut straight. When catheter this was removed from the packaging, the coude tip did not appear to align with the indicator notch, however, when taped down they were aligned, indicating the catheter was twisted; as the customer did not report this issue and it is unknown if the catheter became twisted during shipment for evaluation, a new complaint will not be created. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that customer received 10 of the intermittent catheter and noted that some of the catheter had black residue on the tips and some did not. Per notification from investigator on 26aug2022, during sample evaluation it was found that one of the intermittent catheter was found to have a poorly cut funnel.